Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. Follow-up with the pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic with drain complications on (B)(6) 2024. The pdrn was unable to instill fluid into the pd catheter (not a fresenius product), and the patient was sent to the hospital for evaluation. Radiological studies determined the patient¿s pd catheter was mal-positioned and required surgical intervention. The patient was taken immediately to interventional radiology, and the pd catheter was successfully repositioned. The patient was formally admitted and was going to remain hospitalized for approximately 48 hours to monitor the pd catheter¿s function. On (B)(6) 2024, the patient awoke complaining of severe abdominal pain cramping. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was prescribed intravenous (IV) antibiotics (drugs, dosages, frequencies, durations not provided). On (B)(6) 2024 the patient again awoke with severe abdominal pain and the patient was taken to surgery for the removal of her pd catheter, and placement of a hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hd therapy and is recovering from the events. The peritoneal effluent culture/cell count results are unknown as the patient remains hospitalized and no information has been provided to the home clinic. The pdrn attributed causality to the patients¿ hospitalization, contracted either during surgery or while undergoing ccpd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.